Manufacturer narrative:
D6b explant date provided

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia/thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Added: d3 (manufacturer fax), e1 (initial reporter title), and g1 (manufacturer contact fax number)

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
Clinical rationale: a 64-year-old male with an indication for acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp (sn: (B)(6) implanted via the right femoral artery the presence of a new lv thrombus despite therapeutic heparin levels, combined with confirmed hit, suggests that the patient¿s hypercoagulable state may have contributed to thrombus formation independent of device performance. Hit (heparin induced thrombocytopenia) is a known condition that increases prothrombotic risk, and the development of thrombus can occur even under appropriate anticoagulation therapy. Transitioning from heparin to bivalirudin aligns with clinical best practice following hit identification. No device malfunction was reported, the patient was escalated to an impella 5.5. Available information does not indicate that the impella cp or impella 5.5 directly contributed to the thrombus formation beyond expected risks associated with mechanical circulatory support. The patient remains on support at the time of reporting. (B)(6) on 02feb2026.